Manufacturer narrative:
Initial and final MDR 1888221 - MDR 3003442380-2024-08210 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of leakage at the site with three infusion sets after being used for about 24 hours. Patient's blood glucose at the time of event was 350mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.